Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination could not determine the access port tubing connector. The reporter returned only a piece of tubing to allergan and not the access port connector. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak from a lap-band sys tubing. The pt presented with "loss of satiety" and when a fill (band adjustment) was attempted by the surgeon, the "band would not hold fluid." Fluoroscopy was performed to confirm the leak. A section of the tubing was explanted and "the port and band tubing was then [re-] connected together."